Event description:
Indication - common variable immunodeficiency, unspecified freedom pump broke at the end of the infusion. No reported adverse event. No reported missed dose. Solicited call - no further info provided. Unk if device is still on hand in case a return is requested. Reported to (B)(6) by pt/caregiver.